Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet occluder was successfully implanted in a patient. On (B)(6) 2022, it was noted that the patient had a pericardial effusion. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
An event of pericardial effusion after amplatzer amulet device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had friable tissue due to medication they were one, which could have contributed to the reported event and that the device did not cause the pericardial effusion. The reported issue will continue to be monitored for trends and reviewed in quality data review. H6. Medical device problem code: code 3190 insufficient information removed.

Event description:
Subsequent tot the previously filed reported, additional information was received that the amplatzer amulet occluder had been implanted using an unknown abbott delivery system. It was noted that the amplatzer amulet occluder was never completely retracted into the delivery system. However, it was noted that there had been 3 partial recaptures of the occluder due to an unknown reason. The patient had been administered heparin and had an activated clotting time of less than 250 seconds. The cause of the pericardial effusion is not believed to be device related, rather it is believed to be due to the patient's methotrexate therapy and high dose of other medications. This caused the tissue to be extremely thin and friable.